Event description:
Additional information was received. During a follow up visit, interrogation revealed measurements within normal ranges. A review of the memory log book revealed only one out of range measurement. As pacing, impedance and sensing measurements were within normal limits, a decision will be made regarding device/lead revision in the future. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out of range shock impedance measurement. The physician is aware of this issue and will further monitor this issue. It is unknown whether the lead is a boston scientific lead. No adverse patient effects were reported.